Manufacturer narrative:
Device remains implanted.

Event description:
It was reported in a presentation by a physician during a meeting that she experienced a "coil to coil interaction" in the anterior communicating artery (acomm) which required the placement of additional coils. No further details have been reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is related to procedural factors that caused the performance of the device to be limited.

Event description:
It was reported in a presentation by a physician during a meeting that she experienced a "coil to coil interaction" in the anterior communicating artery (acomm) which required the placement of additional coils. No further details have been reported.